Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected external flash crc error or the motor arm cannot communicate with the main arm during testing however, external flash crc error and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had the critical block and inverse critical block did not add to zero as well as motor arm cannot communicate with the main arm alarm occur during self-test error several time. Customer's blood glucose value was unknown. The customer was not assisted with troubleshooting. The device will be return for analysis.